Manufacturer narrative:
The fire that occurred at this customer site on (B)(6) 2012, destroyed the architect i2000sr analyzer, serial number (B)(4). No injuries to any lab personnel were reported. An investigation into the origin of the fire was conducted by (B)(6) and emergency situations for (B)(6). The investigational report stated that the analyzer at the time of the fire was in "sleep" mode and connected to an electrical power source. When the electrical circuit box was inspected, the main circuit breaker was in the off position, indicating that the electrical breaker was tripped. The point of origin of the fire was located in the area of the biochemistry office at a distance of 1.5 meters from the near right corner from the entrance. It was in this area that a proliant printer and server (non-abbott equipment) were located. The investigation determined that the cause of the fire was an electrical current (possible surge), which was activated under emergency operating conditions by the proliant server. It was not possible to determine why the server activated the emergency regime. The architect i2000sr analyzer was in the same room as the server. There are no allegations of any malfunction of the abbott product. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A product labeling review (architect system operations manual, 201837-108 and the product safety analysis memo) found that the issue in question is adequately addressed. The architect equipment and accessories are designed and certified to the appropriate us, canadian and international safety standards. Based on the available information furnished from the customer site, a product malfunction was not identified.

Event description:
The customer has indicated that the architect i2000sr analyzer was burned due to a fire in the laboratory. The event is under investigation. No impact to user safety or patient management has been reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).